Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was seen in the emergency room for peritonitis. The patient ¿received several flushes¿ and was discharged the same day (patient was not admitted to the hospital). On an unreported date, the patient started treatment with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for ten days for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.